Event description:
It was reported that this right atrial(ra) lead exhibited noise and oversensing, leading to inappropriate atrial tachy response (atr) episodes. The ra impedances had increased from the 500 ohms range, to the 700 ohms range, then back into the 500 ohms range. Technical services (ts) discussed with the health care professional (hcp) that there could be a source of electromagnetic interference (emi) or an ra lead issue, and discussed troubleshooting options. No adverse patient effects were reported. The device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).